Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels up to 305 mg/dl followed by hypoglycemia with bg levels as low as 56 mg/dl. The user treated the low bg with peanut butter crackers and allowed the ilet to deliver insulin for the high bg. The user¿s bg subsequently returned to range without requiring outside assistance or hospitalization. No long-term health effects were reported.